Manufacturer narrative:
One fast fix 360 curved needle delivery system 72202468 received. This device was received in used condition. T1 and t2 were not returned. No suture was returned. The visual inspection does not indicate aggressive use. There is no bend or twist of the delivery needle. Functional test indicates that the manual advancement of the actuator is functional. There is no manufacturing cause related to support this complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, after deployment of t1, t2 deployed prematurely. T1 was removed from the patient and a backup was utilized to complete the procedure. No patient injury or complications were reported.